Manufacturer narrative:
It was reported that during the procedure the tip of the sheath split in half. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. However, the exact cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a 14f amplatzer torqvue 45x45 delivery sheath was chosen for a procedure. During procedure, when the delivery system was being advanced over wire and into right femory vein, the tip of the sheath split in half. A new 14f amplatzer torqvue 45x45 delivery sheath was opened and advanced with no issues. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.